Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that a patient was having pain at the surgery site and wanted the device removed even though she had ¿llano at no pain¿ with her coverage. The patient¿s healthcare provider reassured her that the pain around the incision would resolve. No troubleshooting was done, the event cause was determined, and it was not device related. There was a 50 percent or greater symptom reduction. The patient reportedly recovered without permanent impairment. It was later reported that a patient contacted a manufacturer representative on (B)(6) 2015 with complaints of continued pain at the implant site and a warm sensation that started the night before and continued into the morning. The patient denied a need to contact her physician and planned to ¿sit on it and see what happened.¿ that evening, the patient still thought the implant site was warm, but not as warm as it had been. She didn't think the device was working to help her manage her pain. She hadn't tried turning up the device or tried any other groups aside from the one she was on. The patient believed it was set on 0.9 since the last programming session and she was uncomfortable with making changes. The next day, the patient said she would try turning the device off to see how her pain reacted. The implant area wasn't warm any longer. A day later, the patient still didn't have continued warmth at the implant site, but still had complaints of post-surgical pain and tenderness at the device site. She had turned the device off for a couple of hours, then turned it back on and felt no difference. A manufacturer representative met with the patient that day and found that the patient¿s implantable neurostimulator (ins) was discharged. The device was set sub-threshold and the patient didn't ever know if it was actually on or off. She thought she had recharged the device to full about a week prior. The battery on the recharger looked half full when she finished recharging, and when a full battery screen was explained to the patient, she said she¿d never seen it before. The patient planned to start charging the device when she got home. She thought charging the device wouldn't take longer than an hour and she was told to expect charging to take five to six hours from empty to 100 percent with full coupling, which ¿blew her mind¿ and she didn't think anything could take that long or that she could do it. It was explained that the patient could charge some each day and she planned to charge the device before the end of the weekend. At first the patient believed that she would never have to make changes on her device or use her recharger, but later understood that was not a realistic expectation. The patient had been ¿basically non-compliant¿ in using her device since implant. The following day, the patient had the device about half charged and hadn't turned it on yet. She turned the device on and felt it in the needed areas. She didn't know if it was helping her pain because she wasn't hurting to begin with. The patient was instructed to turn the device off if she didn't feel she needed it and to turn it back on if needed. She was also instructed to change to a group so she knew how to do so and everything seemed ok. That night, she used the device on group a and used it early the next day. Her coverage was from her bilateral feel to her tailbone and she was still a little achy. She had no burning or cramping in the bilateral legs. At some point during the day, she switched to group b. Her coverage was more in the lower legs, but was still helping with the burning and cramping feeling. The patient didn't want to try other existing programs right now and didn't want to make changes or interrupt her day to use the device. At present, the ins was three-quarters full and charging. The patient planned to continue trying the device and other programs over the next two to three days and let a manufacturer representative know the results. At that time, further plans would be made to meet and build on the existing programs for better coverage and relief. The patient¿s next regular clinic appointment was on (B)(6) 2015.